Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in shock impedances. The shock impedances rose and became out of range at 131 ohms. At this time, the rv lead remains in service and the patient is being monitored. No adverse patient effects were reported.